Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical polyp, peritoneal pain and endometriosis. Concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy and prolonged menstrual bleeding/ abnormal bleeding (menorrhagia),"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), migraine ("excessive migraines headaches"), tooth disorder ("dental problems"), vulvovaginal mycotic infection ("frequent yeast infections / vaginal infection"), abnormal weight gain ("excessive weight gain/weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), hypersensitivity ("allergic or hypersensitivity reaction") and affective disorder ("hormonal changes: mood issue"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, alopecia, migraine, tooth disorder, vulvovaginal mycotic infection, abnormal weight gain, feeling abnormal, dizziness, fatigue, dyspareunia and arthralgia had not resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, urinary tract disorder, bladder disorder, headache, nausea, rash, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, hypersensitivity and affective disorder outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, affective disorder, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information, patient medical history, product removal details added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical polyp, peritoneal pain and endometriosis. Concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy and prolonged menstrual bleeding/ abnormal bleeding (menorrhagia),"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), migraine ("excessive migraines headaches"), tooth disorder ("dental problems"), vulvovaginal mycotic infection ("frequent yeast infections / vaginal infection"), abnormal weight gain ("excessive weight gain/weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), hypersensitivity ("allergic or hypersensitivity reaction") and affective disorder ("hormonal changes: mood issue"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, alopecia, migraine, tooth disorder, vulvovaginal mycotic infection, abnormal weight gain, feeling abnormal, dizziness, fatigue, dyspareunia and arthralgia had not resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, urinary tract disorder, bladder disorder, headache, nausea, rash, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, hypersensitivity and affective disorder outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, affective disorder, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight 215 lbs. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement of both essure coils and full occlusion of both tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.